Event description:
Boston scientific received information that the patient with this device received an inappropriate shock for what appeared to be atrial fibrillation. The patient's rate had started in the monitor only (mo) zone and then increased into the ventricular tachycardia (vt) zone. The inappropriate therapy was ultimately given in the vt zone. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.